Event description:
Upon moving the lead shield during a patient procedure, one of the covers fell off of one of the joints and hit the patient in the face, resulting in a scratch to the left eye. (Mavig arm-portegra 2)